Event description:
Reporter alleged the lancet needle that is a part of the multiclix system used in finger-stick blood glucose testing protrudes through the cap and will not retract. No actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.